Event description:
Report received from united states indicating the device displayed an e5 error. It is known that the device was not used in surgery. It is not known if injury or medical intervention occurred. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.